Manufacturer narrative:
The pump was received with operating currents within spec. The pump passed self-test, unexpected restart error test, rewind, basic occlusion test, and displacement test. There was no spi to motor pic communication error alarms noted. The pump was unable to prime pump during prime test due to faulty force sensor resistor. The pump was received with belt clip slot. The pump was received with cracked case at the display window corners, and minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received spi to motor pic communication error alarm. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.